Event description:
The customer reported that the system monitors went blank. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The display adaptor was replaced during the service call. The system was tested and found to be working as intended and put back into service.